Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12211. Reference MFR. Report#: 1627487-2018-12212. Additional information revealed that patient elected to have full system explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12211, reference MFR. Report#: 1627487-2018-12212. It was reported the patient complained of ineffective pain relief from the scs system. Reprogramming was able to provide the patient with stimulation coverage. However, the patient desires to undergo surgical intervention to address the issue.